Event description:
It was reported that the surgeon had a spetzler lumbar catheter 80cm "fall apart". Additional info was requested and the following was received on (B)(6) 2014 and (B)(6) 2014: the catheter was being placed in the pt when it broke very easily. The surgeon had trouble feeding it through the tuohy needle. After the surgeon removed the tuohy needle. The catheter broke. The surgeon believes the tuohy needle must have cut the catheter. The entire shunt was removed and nothing was left in the pt. It was replaced with a new one and it worked with no problems. The surgical delay was due to the difficulty in passing the catheter through the tuohy needle. There was no harm to the pt.

Manufacturer narrative:
To date, the device involved is the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.